Event description:
Patient in special care nursery with IV in place. The IV became disconnected at the hub. Blood loss occurred. The patient required two (2) transfusions and was tachycardic from blood loss.